Event description:
The radiofrequency programmer head returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head was out of specification on the uplink amplitude test and it was determined that the cable needed to be replaced. (B)(4).